Event description:
The pump was returned for investigation. Investigation revealed a damaged display screen. This report is made based on results of investigation completed on 06/22/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: device evaluation: on investigation, the display screen was found to be damaged/cracked.